Event description:
Philips received a complaint on the IntelliSpace Cardiovascular (ISCV) indicating that the ISCV application was unable to open studies due to a report error. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint: (b)(4).Philips has started an investigation of this complaint.